Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18374. It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the guidewire was unable to insert through the left ventricular lead. A second lead was attempted and was also unable to insert. Both leads were not used, and a new lead was implanted. The patient was in stable condition post-procedure.